Manufacturer narrative:
Report type and section h1 type of report corrected to malfunction. Section b1: type of report corrected to product problem. Section h6: medical device problem code corrected to 2964 - infusion or flow problem. Manufacturer's investigation conclusion: the reported suck down event could not be confirmed based on the provided information. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the patient had suck down in the past with symptoms. It was noted that the exact date of the suck down event could not be confirmed. Additionally, the symptoms that the patient experienced could not be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pulsatility index (pi). This section notes that ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ section 4, ¿heartmate touch¿ communication system¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: date of event was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had a "suck down" event in the past. The date this occurred was unable to be confirmed. The patient symptoms were unable to be confirmed. Diagnostics were unable to be confirmed. Treatment and plan of care for the patient were unable to be confirmed.